Event description:
It was reported that the patient experienced numbness in the groin area soon after a superion indirect decompression (ID) spacer implant procedure and was admitted to the hospital. Imaging was taken however the results are not available. The physicians assessment noted that during the removal the ID spacer was deployed to deep under the laminas epidural space on lumbar four-five vertebrae. The patient underwent a procedure where the ID implant was removed. Physical analysis of the ID spacer was not performed as it was retained by the facility. No additional adverse events have been reported after the removal procedure